Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Five events were reported for this quarter. Five devices were received for evaluation. Two events were duplicated. Two devices were found to be affected by internal corrosion. Three events were not duplicated; the devices were found to be within specifications for the reported event. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 5 malfunction events in which the device reportedly overheated. Four events had no patient involvement; no patient impact. One event had patient involvement; no patient impact.